Event description:
The pt was implanted with a ve lvad on 12/2000. On 01/2001, the pt started to bleed from the ve lvas percutaneous driveline and was brought to surgery. During surgery, the surgeon found that the outflow conduit had disconnected from the ve lvas elbow. The pt expired on 01/2001, due to loss of volume.